Manufacturer narrative:
Pump passed self test, active current measurement, sleep current measurement, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No low battery alert noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 82.0 received the lowbatteryalert (104) on 03/27/2025 00:44:00 after more than 7 days at 44.33 days. Battery cycle 81.0 received the lowbatteryalert (104) on 02/10/2025 16:36:00 after more than 7 days at 12.41 days. Battery cycle 78.0 received the lowbatteryalert (104) on 01/29/2025 02:52:00 after more than 7 days at 13.57 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected rewind anomaly noted. No unexpected motor alarms noted in the pump history files. Pump was cut open to perform visual inspection and found dried insulin on the motor slide. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. The p-cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, cracked case, and label damage(faded/stained/peeling). Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss and charge/battery lasts less than expected was not confirmed. Alleged rewind and motor anomalies not confirmed during testing. However, dried insulin on the motor slide noted during inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the belt clip holder is broken off, the pump is slow to rewind, and frequent battery changes every 3 weeks. The customer reported no adverse event. The event involved product(s) mmt-1715k. Troubleshooting was not performed for the cosmetic damage and short battery lifetime. Troubleshooting was performed for the general documentation. No harm requiring medical intervention was reported. No product return is required for mmt-1715k.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.